Manufacturer narrative:
The device has since been turned off. The patient is also implanted with a left ventricular assist device (lvad and the physician believes this device will keep the blood flowing. The patient may undergo a heart transplant, but there is no additional information available regarding that at this time. It was noted this patient is thin, under 100 lbs. The implant technique used was 3-incision. A review of remote monitoring data confirmed no shocks have been given since implant, which was the induction shock. Sensing has not fully been optimized. An alert is present from (B)(6) 2017. Noise markers are seen on the presenting electrogram since that time. The field representative will in-service the clinicians on the noise markers and provide any additional information on the chest x-ray when available. No adverse patient effects were reported. No further information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received a call from the patient reporting her electrode kinked during the implant procedure, and then one day later she could feel the kink under her breast. She inquired if the electrode could be broken. The field representative was contacted and confirmed impedances were within range at implant and there were no known issues at that time. Additional information was received from another company field representative stating a clinician was checking the patient's device and was having issues with telemetry and loading information on the programmer. When the field representative arrived to assist the clinician in the patient check, she could not feel the electrode along the sternum, but did feel a bulge toward the bottom. The field representative noted the patient has had multiple open heart surgeries since her subcutaneous implantable cardioverter defibrillator (s-ICD) system implant and was concerned the electrode may no longer be in optimal position. When the field representative tried to interrogate the device, she was getting several n markers on every heart beat in every sensing vector, therefore was unable to store a template. The patient will be getting a chest x-ray.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The field representative confirmed an x-ray was done. The clinician noted the x-ray looked good. The field representative confirmed there will not be a revision at this time since the patient has left ventricular assist device. The field representative believes the patient will be getting a heart transplant at some point soon, but was not aware of when this would occur.